Event description:
The customer reported pt death on phoenix machine when arterial line became disconnected. The clinical manager, registered nurse, at the site stated that the pt had completed approximately 3 hours and 20-25 minutes of her 3.5-hour treatment when the event occurred. She stated that the arterial line had disconnected from the ij catheter. There was a pool of blood on the floor, which, in her opinion, was not large enough to have caused death. The cause of death is yet to be determined. The access site had been covered with a betadine soak that had been changed about 5-6 minutes prior to the event.